Event description:
A consumer reported that following cataract surgery, 5 months later, she has been suffering with the result of the surgery. The distance vision was not clear, she needed to wear eyeglasses or contact lens, otherwise she experienced very bad eye strain and headaches. Moreover, the quality of up-close vision was very terrible with shadows, ghosting and smearing. She further needed reading glasses for reading. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).